Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low and high blood glucose. The customer was at 20 mg/dl on one occasion, and 400 mg/dl on another day. The caller also reported that the customer's pump failed the day before, and he had to go to the emergency room. The caller stated scar tissue may have played a part in the customer's emergency room visit the previous day. The customer was given lantus to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was not available at the time of the call. The insulin pump will not be returned for analysis.